Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2021. During the procedure, the clip could not be deployed during attempted deployment. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(Initial reporter facility name): (B)(6) hospital. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: medical device problem code a15 captures the reportable event of clip could not be deployed. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. It was also noted that the control wire next to the handle was kinked. Microscope examination was performed, and it was observed that the bushing had hit marks that that could likely happen during the interaction between the yoke and the capsule. Dimensional analysis was performed on the bushing outer diameter, and it was observed to be within specification. A dimensional analysis was performed between the hooks of the bushing, and it was found that both sides a and b were within specification. The bushing locking tabs were measured and it the measurement was symmetric. Further dimensional analysis was performed on the braided shaft, and the lengths of various parts were within specification. It was also noted that the flattening wire was confirmed to be within specification. No other problems with the device were noted. The reported event was not confirmed. The investigation concluded that, without analysis of the clip assembly part of the device, there is a lack of objective evidence or descriptive conditions of the event required to determine a definitive root cause of the event. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications. Additional information: block b5 (describe event or problem), e1 (initial reporter address 1, initial reporter address 2, initial reporter city, initial reporter zip/post code)

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the esophagus during an endoscopic mucosal resection (emr) procedure performed on (B)(6), 2021. During the procedure, the clip could not be deployed during attempted deployment. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. ***additional information received on (B)(6), 2022*** it was reported that the clip was able to grasp and lock onto tissue but could be released from the catheter to deploy.